Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be exiting out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Blood glucose level was 156 mg/dl.